Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for evaluation. The reported event of a failed transmitter error was confirmed via data. The root cause could not be determined

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and failed. Functional testing was performed and there was no failure detected. Performed share log review and a transmitter error found in log. The complaint was confirmed because we can see a transmitter error alert in the cloud data. The reported event of transmitter failed error was confirmed. A root cause could not be determined.